Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by provider that the xpo100b concentrator will not work above setting 2. The provider states the unit will then alarm and shut off. Per the user's manual, the portable unit is not a primary source of oxygen, but instead, is a secondary source for expanding the distance of mobility to the end user; this unit can work on three sources of electrical power: battery, ac, or dc power. This device is not intended to sustain or support life. The reported condition is readily visible and provides audible alerts to the end user, therefore is detectable, and there are other power options which could be immediately available. With no report of patient injury, this is not an FDA reportable event.